Event description:
It was reported fracture of the screw mount inside the implant during placement. The doctor used 2 different tool hex in order to remove the mount unsuccessfully and both of them were damaged. Removal of the fractured part with a drill so that the implant have been removed manually. Procedure was completed placing another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number:k101880.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp, tsv,4.7,10, mtx, mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned products identified fractured mount hex. Functional testing could not be performed due to the nature of the devices and events. Pre-existing patient conditions, tooth location, implantation period, x-ray are irrelevant to this investigation. DHR review for the lot (1254218) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1254218) and no similar event or complaint was found. (Complaint category keyword: fracture: mount & damaged drive feature). Therefore, based on the available information, device malfunction did occur, and the reported events were confirmed for the returned product.